Event description:
Reporter stated that patient obtained blood glucose results of 270 mg/dl and 120 mg/dl, within 2 minutes, while testing with the compact system. No adverse event associated with the alleged malfunction was reported. At the time of the report, patient had already discarded the suspect test strips.

Manufacturer narrative:
The event occurred in (B) (6).